Event description:
Caller reported that a cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by replacing the cartridge and declined further troubleshooting, leading to the closure of the case by technical support.